Manufacturer narrative:
There was no patient involved. A getinge field service engineer (fse) evaluated the unit and replaced two springs and the batteries eject well. All functional and safety test performed.

Event description:
It was reported that during routine check conducted by customer that the cardiosave intra aortic balloon pump (iabp) batteries malfunctioned. There was no patient involvement.